Event description:
Complainant alleged that the emergency room clinicians reported that the device displayed the same ECG wave form regardless of what the patient was monitored. The complainant indicated that there were no adverse effect on any patient as a result of the reported malfunction.